Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown cathena leaked. It was reported by customer that they are expiring blood leakage verbatim: (B)(6) 2025: ed rn reports "successful with sticks, only there are one or two drops of blood leaking out". Ed rn - successful at sticking had "gross blood leakage with both 18g 1.25" non winged cathena and 20g 1" non winged cathena. (B)(6) 2025: prcu unit xxxx pct "having lots of blood out of the hub". Ocs reported good technique on wet arm demo. Short stay/same day surgery - pct reports "gross blood leakage". She was part of the trial pre implementation and did not have this issue before the catheters arrived at (B)(6). Ed rn - lots of blood leaking, did not specify which gauge. Ed rn - seeing 1-2 drops of blood with insertion. Peds ed - rn reports blood leakage from 22g (lot #386861).

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.